Event description:
Healthcare professional (hcp) reported injecting a patient in the perorial rhytids and off label chin shadows with juvéderm volbella® xc. A little over 3 weeks later, the patient was seen for a follow up and was not exhibiting the nodules then. Hcp reports patient is now experiencing ¿3 inflamed nodules.¿ they do not seem to be infected. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.